Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 03/20/2025, it was reported that the patient experienced inaccurate cgm values. The customer was in a plane during a flight on (B)(6) 2025 at the time of the event. Two values prior to the event were cgm value 71 mg/dl and 61 mg/dl, and no symptoms were specified. She self-treated by eating candy. She lost consciousness and was treated by airline staff and a nurse passenger with IV dextrose. At some point during the event the bg finger stick value was 29 mg/dl. She regained consciousness after treatment. After the plane landed at the airport ems technicians evaluated her condition. Although no bg value was specified, she felt ok, did not go to the hospital, and no other treatment occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 03/20/2025, it was reported that the patient experienced inaccurate cgm values. The customer was in a plane during a flight on (B)(6) 2025 at the time of the event. Two values prior to the event were cgm value 71 mg/dl and 61 mg/dl, and no symptoms were specified. She self-treated by eating candy. She lost consciousness and was treated by airline staff and a nurse passenger with IV dextrose. At some point during the event the bg finger stick value was 24 mg/dl. She regained consciousness after treatment. After the plane landed at the airport ems technicians evaluated her condition. Although no bg value was specified, she felt ok, did not go to the hospital, and no other treatment occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. B6 relevant tests/laboratory data, inclu - correction.